Event description:
It was reported that implantation of an impella 5.5 was aborted due to patient anatomy. The pump could not advance across the anastomosis. No patient harm was reported.

Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Correction: this report is being submitted to correct h9. Upon further review, it was determined that the report was incorrectly associated with a recall. This information was entered in error, and with current information the event is not associated with any recall.

Event description:
Clinical narrative: an impella 5.5 device was inserted into the aorta in a 66-year-old male patient. The impella was inserted for ventricular support during a cardiothoracic (CT) surgery: coronary artery bypass graft (CABG). During the procedure, the pump came back and the physician had difficulty re-advancing the pump across the anastomosis. It was noted that the patient had a small aortic arch. The impella will be reported due to the medical device removal; however, the removal was performed with no consequence to the patient and support.

Manufacturer narrative:
The reportability was revisited and updated to serious injury. B1 adverse event/product problem, b2 outcomes attributed and h1 type of reportable event have been updated to align with this change in reportability. Additionally, as a result, a clinical assessment was completed (captured to b5 event description) with update to complaint coding. H6 health effect - clinical/impact and medical device problem code were updated accordingly. Investigation is ongoing.

Manufacturer narrative:
Added d3 manufacturer fax was omitted during initial report. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the delivery issue was patient related since it was noted that the patient had a small aortic arch.